Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, the egm showed there to be myopotential oversensing noise on the left ventricular (lv) lead channel that appeared to have led to lv pacing inhibition. Ts discussed review findings with the hcp. No additional adverse patient effects were reported. At this time, this crt-d and lv lead remain in service.